Manufacturer narrative:
E1: patient city: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient went to ER and eventually got hospitalized event on (B)(6) 2024 due to low blood glucose. The glucose level was 20 mg/dl and the patient was treated with glucose infusion. No further information available.